Event description:
It was reported that six months after implant the patient experienced an infection in their implantable neurostimulator (ins) pocket and at the extension site. The devices were explanted and the patient was administered antibiotics as a result of the event. The patient ¿felt fine¿ following these actions and the issue was resolved. The patient was to undergo an allergy test from their physician at a future date. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_ext, serial # unknown, explanted: (B)(6) 2015, product type extension. (B)(4).